Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a customer report stating culturing was performed on video duodenoscope model ed-3490tk/a110359 and lab results indicated positive growth readings for enterococcus raffinosus and bacillus azotoformans. The facility also stated the healthmark channel check test, performed on the video duodenoscope prior to culturing, tested negative. The video duodenoscope involved in the event is currently at pentax medical pending evaluation.